Event description:
Additional information indicated that a synchronous shock was delivered which produced a shock impedance of less than 20 ohms and a shorted lead condition was found. Additionally, a small insulation issue was visible around the clavicle area which was confirmed through fluoroscopy. Low, out-of-range pacing impedances were also observed. This lead was surgically abandoned in the patient and a new lead was successfully implanted with good electrical parameters. The device was also explanted and replaced with a new icdr. An induction test was then performed with 21 joules of shock which effectively converted ventricular fibrillation (vf). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine patient follow-up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shocking lead impedance (sli) measurement of less than 20 ohms. Likewise, there was an increased pacing threshold measurement from 1.0 volt at 0.5 ms to 2.0 volts at 0.5 ms. All other electrical parameters were in within normal levels. On review, the patient is not pacemaker dependent. Disk analysis was performed which revealed sudden drop in sli however all previous measurements available in the trend showed stable sli around 33 to 37 ohms. Likewise, stored electrograms were reviewed and all showed clean signals in all channels. The system remains in service. No adverse patient effects were reported.